Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, intraoperative cholangiogram-abdomen was performed which showed that there was a recovery inferior vena cava filter with its tip at the l1 level and a simon nitinol filter with its tip at the t10-12 level. Both an infrarenal and suprarenal inferior vena cava filter were present. The patient was ultimately diagnosed with inferior vena cava thrombosis between the 2 filters. It also was appeared that one of the legs of the inferior filter has fractured and was caught in the thrombus between the 2 filters. Therefore, the investigation is confirmed for alleged filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter was detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter was detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.